Manufacturer narrative:
Full facility name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the grasping section was closed without grasping anything (this includes after tissue resection) while the output was activated in seal & cut mode causing worn out of the tissue pad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device pad of the tip came off. The issue was found during a therapeutic thyroid tumor resection procedure that was completed with a similar device. There were no reports of patient harm.